Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. There was no harm to the patient or provider.

Event description:
Allergan aesthetics received a report of a coolant leak with the coolsculpting control unit. There was no patient or provider safety impact.

Event description:
Allergan aesthetics received a report of a coolant leak with the coolsculpting control unit. There was no patient or provider safety impact.